Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during maintenance a ventilator stopped ventilating while connected to a test lung. It was rebooted but the power switch did not react. There was no patient involvement.